Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: what healthcare professional placed the skin staples and what is his/her experience with the skin stapler? Surgeon¿s name was not provided from team lead (confirmed that it was ob/gyn). How were the other tissue layers closed? Fascia closed with pds /subcutaneous interrupted vicryl. How many days post-operative did the issue occur? 1 day post op can you please provide more information on what was meant by ¿popping out¿? Skin. Staples were either falling out all together or only one leg of staple holding in skin how was the issue resolved? Issue was resolved by holding skin edges with adhesive bandages. What is the current status of the patient?

Manufacturer narrative:
Product complaint # (B)(4). Date of event: event month not reported. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What healthcare professional placed the skin staples and what is his/her experience with the skin stapler? How were the other tissue layers closed? How many days post-operative did the issue occur? Can you please provide more information on what was meant by ¿popping out¿? How was the issue resolved? What is the current status of the patient?

Event description:
It was reported that the staples from the proximate plus md skin stapler were not holding in the skin and were popping out, post surgery, for a c-section. It was not reported what was done to resolve the issue.